Manufacturer narrative:
The reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 investigation conclusions by replacing code-50 with code-4315.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of nine (9) years, four (4) months due to severe stenosis. The tmvr was performed successfully with a 29mm 9600tfx transcatheter. An amplatz device was used for closure due to the patient pulmonary hypertension. The patient was discharged on pod #2.